Event description:
It is reported that an endeavor sprint rapid exchange (rx) drug eluting stent dislodged from the balloon in the rca ostium and "loss of the undeployed stent into the ascending aorta" was reported. Another endeavor sprint rapid exchange (rx) drug eluting stent was then opened and implanted in the mid rca. It is reported that prior to use the device was inspected with no issues noted. Difficulties were encountered during the pre-dilation activities although it is unk how many times the lesion was pre-dilated and what degree of stenosis remained. The physician has indicated that the dislodgement was not a device defect but was related to the trainee operator. Pt was asymptomatic / free of symptoms at 30 day, 6 month, 1 year, 1.5 year and 2 year follow ups. At 2.5 year f/u the patient's cardiac status was stable angina and at 3 year f/u the patient's cardiac status was unstable angina. An adverse event was identified by the clinical events committee and deemed to be consistent with an mi (arc defined). It was reported that an mi occurred on the same day as stent implant. Mi was categorized as a non q wave mi, in the territory of the implanted stent. No further details are available.

Manufacturer narrative:
(B)(4). Eval, results: device not returned for eval, (dislodgement and mi), (dislodgement due to trainee operator not a device defect). Conclusion: (dislodgement due to trainee operator not a device defect).